Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. The patient's attorney did not make any allegations regarding the implanted bard/davol phasix device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2011, the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; composix kugel hernia patch (device #1), ventralight st, and phasix. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.